Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2020-nov-03. It was reported that the cause of the pump stopping was not determined, but the catheter was determined to be fractured. Both the catheter and pump were reportedly replaced in october. The hcp was unsure if the pump was sent in but hopefully it was.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included copd (chronic obstructive pulmonary disease) and chronic pain. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2020 it was reported that the patient had withdrawal symptoms and lack of efficacy and the pump logs showed that the pump stopped in may. The physician also thought that the catheter was fractured. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics and/or troubleshooting had yet been performed. The physician was planning a replacement which was scheduled for (B)(6) 2020. The issue was not resolved at the time of this report, and it was indicated that the hcp would have no further information to provide regarding the event until the date of the surgery. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.